Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/09/2019 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.